Event description:
After receiving a 4x4 sponge back from the surgical field, the scrub tech opened the sponge to find several small pieces of gauze sponge inside. No cutting from the original sponge was noted. The sponge had not been used on the open field. The wound was checked and irrigated. No pieces seen. Sponges were from deroyal vascular pack.